Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-19. H6: investigation summary a device history record review was completed for provided material 306572 and lot 1118540. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect. To aid in the investigation of this issue, both picture samples and the affected physical sample were returned for evaluation by our quality engineer team. The received samples confirmed tip breakage. As no non-conformances were identified during production associated with this defect, an exact cause could not be determined for this incident. This is the first report received for this type of defect on material 306572 and lot 1118540. H3 other text : see h10.

Event description:
It was reported when using the bd posiflush¿ pre-filled saline syringe the cap and syringe tip were cracked. The following information was provided by the initial reporter. The customer stated: "the cap and syringe tip had cracked away from the bd posiflush xs syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd posiflush¿ pre-filled saline syringe the cap and syringe tip were cracked. The following information was provided by the initial reporter. The customer stated: "the cap and syringe tip had cracked away from the bd posiflush xs syringe."